Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient fecal symptoms returned on saturday. The patient stated they increased settings from 0.5 to 1.2. Sync with the patient programmer and stimulation was on. It was also indicated the patient had a fall. During the call, the patient increased settings from 1.2 to 1.4.and stated she was on program 3. Would see if that resolves the issue. The patient mentioned having a doctor¿s appointment on (B)(6) 2018 and would discuss with him. No symptoms or further complications reported.

Event description:
Additional information received from the patient reported fecal symptoms returned for 22 days straight and they took a lot of imodium.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had problems starting on the fourth day after their surgery. They have now had severe diarrhea for 28 days, their healthcare provider said they know nothing about the device, and they had not spoken to the manufacturer representative since the surgery. It was recommended that they follow up with their healthcare provider who could page a manufacturer representative for an appointment. No further patient complications are anticipated or expected as a result of this event.